Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer was disconnected from pump while rewind. Customer was not dispatched to hospital nor consulted with physician. Reservoir level was as pump indicates. No unusual events leading to low blood glucose. Customer states pump was not worn during medical procedures, pump was not exposed to magnetic flied. Advised to monitor pump, change set. Just for safety advised to perform motor displacement and high pressure test both passed. The insulin pump will not be returned for analysis.